Manufacturer narrative:
Additional information: d10, h3, h6. H10: two actual samples were received for evaluation. In relation to the reported condition of ¿sponges were not well inserted¿ a measurement of the depth of the sponge was carried out on the samples with satisfactory results. This reported condition was not verified. The samples meet specification. In relation to the event of the sponges were placed sideways, a visual inspection was performed which found the sponges to be placed diagonally instead of being straight inside the minicap. Therefore, the reported condition of sponges were placed sideways was verified. The cause of the condition could not be determined as the samples were received with their packaging open and had been used; therefore, it was not possible to confirm if the condition observed during this evaluation corresponds to the way the caps were in before use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had iodine sponges "not all the way in or sideways." This was noticed during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.